Event description:
This lead dislodged and the patient's anatomy prevented repositioning. Therefore, the lead was successfully replaced. This device has been retained by the hospital and no additional information is available. Should additional information become available, this event will be updated.